Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1316208) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). The day before the procedure, the patient was started on an integrilin drip. During the procedure the patient was anti-coagulated with 8,000 units of heparin and 75mg of plavix. Post procedure, the patient was given 300mg of plavix. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 30 minutes after the procedure when the patient was transferred to her bed, the floor nurse observed a hematoma greater than 6cm. Pressure was held for 10 minutes and hemostasis was achieved. Approximately 30 minutes later, the patient developed a second hematoma greater than 6cm. Pressure was held for 15 minutes and hemostasis was achieved. Approximately 20 minutes later, a third hematoma greater than 6cm was observed and pressure was held for 45 minutes at which time hemostasis was achieved. An ultrasound was performed and a pseudoaneurysm was ruled out. The patient was hospitalized. It was noted that the patient's hospitalization was not mynx device / mynx procedure related. The patient's discharge date is unknown.